Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly causing pump to shut down. The customers blood glucose level (bg) was displayed as "high". The customer treated their bg with a bolus via the pump. The customer continued to use the pump for insulin therapy.